Manufacturer narrative:
Product analysis #705646995: as found condition: the pipeline flex shield was returned stuck inside the marksman catheter; within the outer carton; inside of a sealed bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal ends of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 16.4cm to 28.9cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex shield was returned stuck inside the marksman catheter. In addition, the distal end of the braid was not opened due to damaged braid. From the damages seen on the catheter (accordioning), braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of resistance and failure to open could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during delivery. Possible cause of failure to open includes damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline could not open after 1 hour of trying, and the device was stuck in the microcatheter. The pipeline was stuck (locked up) in catheter or resistance in catheter in the distal section. The catheter was flushed continuously with heparanized saline. The pipeline did become stuck during deployment in the distal section. The physician released the load in the system in an attempt to resolve the issue, however, the issue was not resolved. It was noted that the catheter was damaged in the distal section as the pipeline was stuck in the catheter. The pushwire was not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic segment to the cavernous segment of the right internal carotid artery with a max diameter of 9.7mm and a 7.2mm neck diameter. The landing zone was 4.3mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right internal carotid artery with a diameter of 6.0mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was the pipeline flow diverter was deployed from the supraclinoid segment to the cavernous segment of the right internal carotid artery, fully covered the aneurysm neck

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the distal end of the pipeline did not open. The pipeline was been placed in a vessel bend when it failed to open. Resheathing was conducted to open the pipeline.